Event description:
A pericardial effusion was noted where the versacross connect access solution containing the versacross connect transseptal dilator and versacross rf wire. Versacross connect access solution was used to cross the septum. Post transseptal, a contrast shot was taken and an effusion was noted. An angiogram was performed to assess the la appendage where a perforation was noted. The watchman device was implanted to minimize the effusion however the effusion increased in size. Pericardiocentesis was performed however, fluid was accumulating, and the physician was unable to drain the fluid so a window procedure was performed. The patient is stable. As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report for versacross connect transseptal dilator that is included in the versacross connect access solution. A separate problem report has been submitted for the versacross rf wire that is included in the versacross connect access solution with the report number 3019751610-2023-00008.

Manufacturer narrative:
As a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.